Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the metallic part of the jaw hinge detached and prevented the jaws from closing. No piece of the device fell within the patient cavity. No patient injury occurred, and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one lf1723 ligasure device was received, and an evaluation confirmed the reported issue. Visual inspection found the cam pin was disengaged from the device. Eschar was also found on the seal plate and hinge of the device. The disengaged cam pin was also returned for investigation. The device was not able to close its jaw completely. The investigation noted the device, as returned, was heavily used with eschar and dried blood on the rear of the seal plate, in the hinge, in the cam slot, and on the disengaged pin itself. The pin was welded on both sides with good penetration. Both welds on the pin were broken and only penetration marks remained from the weld. The pin measured in spec and was slightly bent on one end. The large amount of eschar in the hinge and cam slot would cause the device to not operate smoothly when the jaws were opened and shut, and put unexpected forces on the pin. These unexpected forces can cause the weld to break and the pin to disengage from the push rod and fall out (not in the patient). The probable cause is user error, not keeping the jaws clean and free of eschar. The IFU states that the jaws must be kept clean. The investigation identified the root cause of the reported event to be user error for improper cleaning of the device jaw. If information is provided in the future, a supplemental report will be issued.